Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 250 mg/dl and 46 mg/dl within 5 minutes on the aviva system. The customer had hypoglycemic symptoms at the time of the results and was able to self-treat. No adverse event reported. The alleged product was replaced and requested for evaluation.